Event description:
Doctor implanted a 00-908-25 in a patient. The sales consultant was informed the following day that the detachable plate had separated from the distractor. Doctor tried twice to reattach with no success. Doctor removed plate and replaced with another plate and still could not get the plate to attach to the distractor. Doctor removed the 00-906-25 and replaced it with a 51-421-30. Distractor in being held at the present time at the health facility.